Event description:
It was reported that the user experienced repeated occlusion alerts on the ilet beginning midday, silenced the alerts, and subsequently turned the ilet off while away from home; later, the user changed the infusion set tubing and reconnected supplies, and a blood glucose value of 294 mg/dl was reported, consistent with interrupted insulin delivery following the occlusion event. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and a usage problem identified, characterized as improper or incorrect procedure and related to the user interface, with the event associated with interrupted insulin delivery due to the occlusion and subsequent device silence and power-off. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.